Event description:
A surgeon reported a pt presented with tass (toxic anterior segment syndrome) one day following cataract surgery with intraocular lens implant (iol) in the right eye. A returned questionaire indicated the pt also experienced corneal edema and cyclitic membrane. No cultures were taken. The pt was treated with topical antibiotic and steroid drops. The pt's outcome has resolved and no further treatment was required. It was also noted that epinephrine was added to the bss to before surgery. As a precautionary measure, the operating room where the surgery had been performed was closed until further investigation was performed. Environmental and microbiological results indicated burkholderia cepacia complex was isolated in the distilled water of the sterilizer and in the collection of the distilled water. All other results were normal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).